Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two years ago, this pacemaker showed a 1.5 years remaining longevity. Then, a month ago it showed 0.5 year remaining longevity. During the recent device check, the device showed 3.5 years remaining longevity. Additional analysis was performed and noted that no resets were noted in the device memory. Evidence in the device memory confirmed that the device had been in retry mode at times during the past year, which may have had an effect on longevity remaining estimates. The device was accurately calculating the longevity remaining and at the present operating parameters was calculating a longevity remaining of three years until elective replacement time (ert) declaration. At this time, the device remains in service. No adverse patient effects reported.